Manufacturer narrative:
Clarification to d6a implant date: partial date 1987. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "had (B)(6) textured implants and needed them replaced with smooth allergan", "capsular contracture" and "grade 4 ". Later, healthcare professional reported "extensive calcification and scar tissue". This record is for the right side. Device was explanted, replaced and will be returned. "Complete capsulectomy", "inferior capsulorrhaphy", and "lateral capsulorrhaphy" were performed.

Event description:
Healthcare professional reported "had mcghan textured implants and needed them replaced with smooth allergan", "capsular contracture" and "grade 4 ". Later, healthcare professional reported "extensive calcification and scar tissue". This record is for the right side. Device was explanted, replaced and will be returned. "Complete capsulectomy", "inferior capsulorrhaphy", and "lateral capsulorrhaphy" were performed.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture was received on october 29,2025, with catalog number mcghan210cc. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease and broken on the plug strap) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.